Event description:
It was reported via the sales rep that during a microdiskectomy, the bur broke and became stuck in the attachment. The broken pieces did not fall in to the surgical site. There was no pt injury reported. The procedure was completed successfully using another device.

Manufacturer narrative:
Device unavailable for eval.